Event description:
In 2009, the pt reported noticing air bubbles in her insulin cartridge and infusion tubing. She stated that she sometimes uses cold insulin to fill her insulin cartridges. She was advised to allow insulin to reach room temperature prior to use. She was advised to prime air bubbles from the system. The pt reported experiencing elevated blood glucose for the past several months and attributes part of the issue to air bubbles in the system. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.